Event description:
A caller reported a malfunction on a pump, which occurred after exposure to extreme temperatures in a sauna. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to replace the pump, and they agreed to use multiple daily injections as a backup therapy. The pump was within warranty, and a replacement pump with updated software was sent to the customer. The customer was instructed on how to put the pump into storage mode and return it to tandem within 10 days using a provided return box and pre-paid label. The customer's shipping address was confirmed, and they were informed about programming their settings and connecting their cgm to the new pump.